Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the consumer that while trying to inject medication the bd relion® insulin syringe needle bent during use, the plunger bent as well at a 45 degree angle making it difficult to use. Found during use, no serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 7219714. All inspections were performed per the applicable operations qc specifications. There were four (4) notifications [200708878, 200708904, 200708933, 200709297] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle bending during use, the 1st related complaint for plunger rod bending and the 1st related complaint for plunger rod difficult to move on lot # 7219714. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.